Event description:
It was reported that a pta balloon detached from the catheter shaft while the device was being removed from the patient. Reportedly the device was being used to dilate a stent in an av graft when the balloon ruptured. During withdrawal the pta balloon then became lodged within the access site. The physician continued to retract the pta balloon catheter when the pta balloon detached from the catheter shaft. While still lodged within the access site, the physician was able to remove a portion of the detached balloon. The other remaining portion was left in the patient and the stent graft was advanced and implanted pinning the detached portion of balloon against the vessel wall.

Manufacturer narrative:
The lot number has been provided and a review of the device history records is currently being performed. The complaint sample has not been returned to the manufacturer to date. The investigation is currently underway.